Manufacturer narrative:
The customer obtained an initial false negative result which repeated as positive when using architect sars-cov-2 igm, lot number 20611fn00. The same sample tested positive for anti-sars cov2 igg and negative for anti-sars cov2 igm on other platforms (roche and diasorin for igg and maglumi for igm). The patient is a 23 year old female with no symptoms and a negative result was obtained with pcr. The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 16311fn00 was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 20611fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 20611fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of architect sars-cov-2 igm, lot 20611fn00 was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative sars-cov2 igg and false positive sars-cov2 igm result generated on the architect i1000sr processing module for one patient. The patient is a (B)(6) year old female with no symptoms, and a negative pcr. The following data was provided for a sample drawn on (B)(6) 2020. Architect igg result = 0.29 s/co (reference range: >/= 1.40 s/co is positive). Roche (electrochemiluminescence)total anti-sars cov2 result = 11.40 coi (reference range: >/= I.00 coi is positive). Diasorin (chemiluminescence) igg result = 44.50 au/ml (reference range: >/= 15 au/ml is reactive). Architect igm initial result = 0.98 s/co, repeats = 1.01 s/co and 1.03 s/co (reference range: >/= 1.00 s/co is positive). Maglumi (chemiluminescence) igm result = 0.593 au/ml (reference range: >/= 1.00 au/ml is positive). A new sample was collected on (B)(6) 2020, and testing performed with roche s-total sars-cov2 ig n antibodies (eclia) = 9.82 index (reference range >/= 1.00 index is positive). No impact to patient management was reported.